Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels. The customer stated that she had removed the insulin pump two weeks prior and wound up in the hospital with a blood glucose of 49 mg/dl. The customer reported that the insulin pump had also alarmed unexpected restart. She complained of nausea and was unsure of the perceived cause of the low blood glucose. The customer declined to perform troubleshooting on the insulin pump and requested replacement of the insulin pump. She stated that she did not feel comfortable using the insulin pump. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.